Event description:
It was reported that patient has pain when sleeping at night can't turn over, when getting up from sitting position hip feels like its slipping, rashes. Additional information received on 05/01/2015: the patient stated that her surgeon is performing more tests but that she will need a revision to replace the ball. The patient was unable to provide any further detail at the time of the call but requested a call back on monday to discuss our process. On (B)(6) 2015, the patient provided her implant sheet which identified the devices involved. The patient indicated that she has elevated cobalt levels and has not been the same since the devices were implanted. Devices have not been explanted.

Manufacturer narrative:
Initial information received from the patient indicated that the implanted devices were either abg ii or rejuvenate and the report was prepared for our quarterly submission. Additional information received from the patient on july 2, 2015 confirmed that the devices were neither abg ii nor rejuvenate. A supplemental report will be submitted upon completion of the investigation. Device remains implanted

Manufacturer narrative:
An event regarding elevated ion levels involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no products were returned for investigation. Medical records received and evaluation: not performed as insufficient product information was provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient has pain when sleeping at night can't turn over, when getting up from sitting position hip feels like its slipping, rashes. Additional information received on 05/01/2015: the patient stated that her surgeon is performing more tests but that she will need a revision to replace the ball. The patient was unable to provide any further detail at the time of the call but requested a call back on monday to discuss our process. On 07/02/2015, the patient provided her implant sheet which identified the devices involved. The patient indicated that she has elevated cobalt levels and has not been the same since the devices were implanted. Devices have not been explanted.